Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid, inside a vial. Visual inspection found one of the haptics torn. Claim#: (B)(4).

Manufacturer narrative:
Patient information: unk. Date of event: unk. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -12.00/2.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. It was reported that the patient experienced elevated iop. Reporter stated " she was seen in the ER multiple times and was placed on glaucoma drops. It was reported that the lens was removed on (B)(6) 2021 and a shorter length lens was later implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.